Manufacturer narrative:
Investigation summary: bd was provided with a sample for catalog: 301948 lot: 1812204 to investigate for this record. Visual examination of the sample presented a leakage with the sample. It was determined that there was direct damage to the plunger rod after further examination was done microscopically. As a result, bd was able to verify the reported issue. The damage could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that bd¿ 20 ml syringe with needle leaked before use. The following information was provided by the initial reporter: on october 21, 2019, rep. Received a complaint from head nurse of hospital, who reported that the syringe was leaking during the suction of the liquid.

Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 20 ml syringe with needle leaked before use. The following information was provided by the initial reporter: on (B)(6) 2019, rep. Received a complaint from head nurse of hospital, who reported that the syringe was leaking during the suction of the liquid.